Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The blood glucose level was unknown. The troubleshooting was performed. Unknown pump error was displayed before the critical pump error image was displayed on the screen. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.